Event description:
The initial reporter received questionable glucose, albumin, and triglyceride results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide three examples of discrepant results: the initial glucose result was 60 mg/dl. The repeat result was 103 mg/dl. The initial albumin result was 2.2 g/dl. The repeat result was 4.1 g/dl. The initial triglyceride result was 181 mg/dl. The repeat result was 300 mg/dl.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and confirmed that the results were abnormally low for multiple assays. The fse then changed the sample probe and reagent probe. He also performed necessary adjustments to the cell rinse levels. He verified the analyzer's performance by checking the control data, comparing test results from the analyzer with the customer's other c 503 analyzer, and operational and data checks with acceptable results. The investigation determined the service actions resolved the issue.